Event description:
Implanted on (B) (6) 2007. On (B) (6) 2009, the entire device was replaced due to "tissue atrophy under cuff--but also fluid return to cuff was slow."

Manufacturer narrative:
Balloon was functional. Cuff performed within specifications. Pump performed within specifications. Tubing had a fatigue leak. Tubing had or damage. Additional info: lot# 512032010.